Event description:
It was reported that stent damage occurred. The target lesion was located in the severely tortuous and moderately calcified middle of right coronary artery (rca). Pre-dilatation was performed with an unknown balloon catheter. A 32 x 2.50 promus premier¿ drug eluting stent was advanced but failed to cross the proximal end of the lesion. While trying to cross the device several times, the edge of the stent was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found stent struts at the distal end of the crimped stent were damaged and lifted upwards from the stent profile. This type of damage is consistent with the stent encountering resistance while withdrawing the device. The bumper tip of the device showed no signs of damage. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube shaft profile. A visual and tactile examination found a kink n the outer shaft 38mm distal from port bond skive. This type of damage is consistent with excessive force being applied to the delivery system. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely tortuous and moderately calcified middle of right coronary artery (rca). Pre-dilatation was performed with an unknown balloon catheter. A 32 x 2.50 promus premier drug eluting stent was advanced but failed to cross the proximal end of the lesion. While trying to cross the device several times, the edge of the stent was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.